Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose value and blood glucose value and sensor liner stayed on the base while pulling the sensor serter off. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. Customer reported that sensor glucose value was 60 mg/dl and blood glucose value was 172 mg/dl which were not within the range. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-7040a was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the four partial returned used sensors, one needle hub, missing three needle hubs, missing all four sensor liners, took one sensor at random and unable to performed insertion test due to found sensor separate from the needle hub. Then, performed a visual inspection and checked the sensor for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event and liner anomaly were not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.